Event description:
It was reported that an asymptomatic patient presented for a follow up with a right ventricular lead that exhibited high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. The reported event of high pacing impedance was confirmed. Visual inspection of the lead found calcification covering the ring electrode, which is assumed to be the cause of the reported event. The lead damages is consistent with procedural damage.